Manufacturer narrative:
Received one (1) used list #123390488 primary plum set. As received the filter vent was observed to be saturated with solution residuals. The set was leak-tested per specifications. No leakage was observed. The complaint of filter vent leakage cannot be replicated however can be confirmed based on the received condition. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 10/28/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. Filter vent leakage was reported during an infusion of an unspecified solution/medication. There were no obvious defects noted on the tubing set, such as cracks, or breaks with no any hole, cut, tears or any other defects noted. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. The tubing was replaced and therapy was resumed. There was no drug exposure to the patient or staff and no human harm.